Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged the blade into a test monitor, powered it on and the image quality was good. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the camera was not showing an image. The customer used another blade on the system and it worked just fine. No delay in the procedure was reported though it is noted that a backup device was used to complete the procedure. No harm to patient or user was reported.